Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va0gcs6, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a family member of a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient's previous device was taken out on (B)(6) 2016 because the lead wires became detached.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.